Event description:
Per complaint (B)(4), during receiving inspection, the (B)(4) distributor found a lack of matted laser marking to show 18 mm depth on the spd3.2 powered dental drill. Distributor received the correct part, however they received the previous revision of this drill which is now marketed with the new groovings and laser markings. Distributor requested replacements with the newest revisions. There was no adverse patient event associated with this malfunction.